Event description:
The pt underwent a scheduled outpatient brain CT scan. The technician programmed the software to 800 mas instead of 80 mas.

Manufacturer narrative:
It was determined that when the operator types in a mas value, and then selects the drop-down menu, the software will change the entered value to match the closest preset value in the drop-down menu. Note: this "auto-match' feature is associated with selection of the drop-down menu and is intended behavior to facilitate workflow. When the typed value equals a preset value in the drop-down menu, and the drop-down menu is selected, no change is made. Further, if the drop-down menu is not selected after entering a value, the entered value will not change. In this event, the site technologist entered 80 mas and then clicked on the drop-down. The software matched the entered value to the closest value in the preset drop-down menu - 800 mas. The operator then continued to another parameter box without checking that the correct value was entered/selected. This check should have occurred at multiple points before the scan was initiated. Based on this site's custom brain protocol, the delivered dose is estimated to be approx 13.7 mgy at 800 mas. The relationship of mas to dose is linear, so the intended dose would have been approximately 1.37 mgy at 80 mas (or factor of 10x lower). While this is more dose than what was intended, the overdose does not reach any deterministic clinical threshold for any observable effects. Note: 800 mas is the largest value in the drop-down menu. (B)(4).